Manufacturer narrative:
The manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Under visual inspection we noticed that rotating collar (luer lock) is missing on returned filter. The reported problem was confirmed. The root cause of the reported issue was found to possibly be due to the user interface. Per instructions for use, : "overtightening the connection between the epidural catheter connector or epidural needle to the male rotating collar may cause rotating. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the connection of the air filter was loose so it was unable to connect. No patient injury was reported.